Event description:
During a device upgrade procedure, the left ventricular (lv) lead became dislodged upon implant. The lv lead was removed and when the lead was flushed, a hole was noted in the lead. The lv lead was not used. A new lv lead was placed prolonging the procedure but resolving the event. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement and a hole in the lead. As received, a complete lead was returned in one piece. The reported event of hole in the lead was confirmed. Visual inspection found the lead body insulation was damaged with a hole in the distal region. The cause of hole in the lead was due to procedural damage. The double bend height was measured within specification.